Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem - resetting) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger had faults and was resetting.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem - resetting) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger had faults and was resetting.